Event description:
Laboratory obtained different calcium results for the same sample. The first sample gave results of 6.2 and 9.3 mg/dl and the second sample gave results of 7.7 and 9.9 mg/dl. The field service representative repaired the analyzer by cleaning the reagent flow path and sample probe.